Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for deformed shield with the incident lot was observed. Evaluation/testing of the customer samples was performed and deformed shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® lithium heparinn blood collection tube was deformed. This was discovered before use. The following information was provided by the initial reporter: the tube was deformed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparin blood collection tube was deformed. This was discovered before use. The following information was provided by the initial reporter: the tube was deformed.